Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.

Event description:
In early 2008, the sales representative reported that during a posterior cervical procedure, the driver would not load the screws. Add'l info received four days later, via telephone the sales representative reported that the screwdriver would not load the screws straight and they would toggle. The surgeon continued to use both drivers to finish the case as intended. There was a surgical delay of 10-15 minutes to ensure that the screws were being implanted straight and that the screw would not toggle. There was no reported pt injury.